Manufacturer narrative:
A getinge field service engineer (fse) visited the site and replaced the previous declared part drive manifold assy and performed the test and found unit is working fine. Machine handed over to the customer in working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is showing low vacuum alarm. There was no patient involvement.